Event description:
A biomedical engineer reported that the footswitch malfunctioned during a cataract procedure. The procedure was aborted. The pt is okay with no other details provided.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).